Event description:
During total hip arthroplasty in 2001, following preparation of femoral canal, attempt was made to implant prosthesis finding that it would not fully seat into canal, sitting approximately 1" proud. After unsuccessful attempts to remove implant, the femur was split and implant was fully seated and secured using cables.